Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer reports that she did not bolus enough for the amount of food she consumed, and pump is working as expected. Customer was treated with saline and insulin while in the hosp.